Event description:
Rptr has worked as a nurse for approx 30 yrs. Rptr began to experience allergy symptoms when using latex gloves while working in the hosp. Rptr's md thought the problem was the powder in the gloves, so rptr switched to powder-free latex gloves and did very well for many years. However, in the summer 5 yrs later, rptr began experiencing an allergic reaction to the latex gloves. Symptoms included wheezing, flushed face, sob and itchy eyes. (Pt began to develop asthma). Rptr took intramuscular and IV benadryl at work which was "helpful." Since then rptr has been wearing vinyl gloves. Rptr's problem remains, however, due to the fact that the hosp has not completely switched to powder-free, latex-free gloves. Rptr works in anesthesia with other healthcare professionals who continue to use latex gloves, ie, paramedics and ICU personnel, and thus, continues to inhale harmful allergens from the powder of these gloves. Rptr has seen 2 allergists. Rptr saw one allergist who performed skin testing which was positive, "4 plus." The allergist prescribed zyrtec and singleair which the rptr takes at night, and benadryl and 2 inhalers, flovent and ventolin, which rptr uses during the day. Rptr also must wear a "thick gauge" mask while at work. Rptr states that they have had a "mild anaphylactic reaction." Rptr also states that they think they will have to resign from work and go on disability. The gloves used by the hosp which the rptr is experiencing problems with are from 4-5 different co's and rptr says that they are the "cheapest on the market." Rptr says that for 3 yrs rptr has been trying to get the hosp to switch to a powder-free, latex-free glove called nitrile, but the hosp has not done so, because the gloves are too expensive. Rptr says that the problem with the vinyl gloves they currently use is that they don't protect the wearer from hepatitis c and aids. Rptr stated that they work with a lot of aids pts. Rptr also states that the allergy to latex is ruining their life.